Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010, 419488 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due non-sustained tachycardia and counts to the sensing integrity counter (sic). The lead further exhibited high frequency noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: (B)(4). The actual product was not returned for evaluation. Analysis of clinical data was performed. Summary of analysis performed: during analysis, the following tests were performed: save to disk analysis. Results of analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Product disposition: the product was not returned. Analysis information. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due non-sustained tachycardia and counts to the sensing integrity counter (sic). The lead further exhibited high frequency noise. The lead was capped and replaced. No patient complications have been reported as a result of this event. 2019-07-02 it was further reported that the lead exhibited high impedance values.